Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #:(B)(4), description: infinion cx 70 cm lead. Model#: sc-4318, lot #: 18838993, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Symptoms were redness and a little seeping. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that infection was not device related. The physician was not sure why the patient for infected but was concerned if the patient's home or living arrangements contributed to the infection. No device malfunction was suspected.